Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient has been having pain on the right side of ear close to where the wire is for their dbs. They feel like it is shocking them. Patient has taken tylenol and it goes away but comes back. Patient has gone to a regular doctor and dentist and they have found nothing. Patient's managing doctor is away until next week and they can't get an appointment until december. Patient has not had any accidents. Agent told them to follow up with their managing provider.